Event description:
It was reported by the attorney for the patient that a stryker periarticular distal femoral plate was implanted on (B)(6) 2010 to repair a comminuted fracture of the distal left femur sustained when she fell down a flight of stairs. It is alleged that, "less than a year after receiving the implant, the patient experienced excruciating pain and x-rays revealed that the implant had 'snapped' in half."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs dept. No additional information is available at this time. The devices are not available due to the ongoing litigation.